Manufacturer narrative:
(B)(4). Concomitant product(s): a 00596404210 articular surface size gh 10 mm height "use with plate 5 unk. Report source: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial component identified some marks indicative of possible micro motion between the tibial component and articular surface. The ml and ap measurements of the tibial component were conforming to print specifications. The articular surface was also returned and showed some minor pitting and gouges. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial knee procedure on unknown date. Subsequently, the patient was revised due to tibia component loosening

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Visual inspection show some marks on the tibial component and articular surface. Both are conforming to measurements per print specifications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.